Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unknown message with the adc device. The customer indicated that due to this issue, they experienced loss of consciousness due to hypoglycemia, however no treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an unknown message with the adc device. The customer indicated that due to this issue, they experienced loss of consciousness due to hypoglycemia, however no treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Sensor kit expiration date is 30-nov-21. Medical event associated with this complaint case occurred on 10-nov-22, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 - (addtl mfg narrative additional manufacturer narrative ) was incorrectly documented in the previous report. Correction has been made.